Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the insulin pump being exposed to moisture. The customer was unable to complete troubleshooting due to the blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. However, unit received motor error alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. Unit was received with normal operating currents and passed unexpected restart error test and self-test. Motor passed motor test. Unit had moisture damage on lcd board during visual inspection. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.